Manufacturer narrative:
Approximate age of device: 5 years, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was seen in clinic and found to have 2 tears in silastin of the driveline. The account reported that rescue tape was applied to the driveline. No alarms were noted on interrogation. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The reported event could not be confirmed. The center reported that the patient was seen in the clinic and two tears were observed in the driveline jacket. No alarms were noted upon interrogation of the system. The tears were repaired with rescue tape. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.